Event description:
It was reported that a secure sense warning was observed during device interrogation. Electromagnetic interference was suspected. The device was reprogrammed. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.